Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, that the pumps, modules and electronic patient gas system (epgs) connected to the right nic board gave error messages on the central control monitor (ccm). The device was not changed out, as the user hand cranked on the arterial pump during the case. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Investigation in process, but not yet completed.